Event description:
Account alleged that when he applied the brake, the brake pedal migrates back into the neutral position. Account stated that he followed the adjustment procedure in the service manual but the problem remains. Account stated that the bed was in the labor & delivery area when the problem was discovered, but there wasn't a patient on the bed at the time.

Manufacturer narrative:
Repair has not been completed at this time.